Event description:
It was reported from (B)(4) that during a total knee replacement surgical procedure it was observed that the battery oscillator device was not working properly when inserted to cut the femur and tibial bone. It was reported that the device would frequently stop working when inserted to cut the bone. It was reported that the device was rotating freely but not cutting when there was resistance from the bone. It was also observed that the speed of the device was a bit slower when cutting the bone. It was reported that there were no fragments generated. It was reported that there was a 10-minute delay in the procedure due to the event. It was not reported if there was a spare device available for use. It was reported that the procedure was successfully completed. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI ¿ (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. The battery oscillator device was evaluated and the reported condition that the device would frequently stop working when inserted to cut the bone and the speed of the device was a bit slower when cutting the bone was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device would not run. It was further determined that the device failed pretest for check function of the device and check oscillation frequency. The assignable root cause of this condition was determined to be traced to component failure due to wear.